Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. Lcd board ok. No unexpected failed battery alarm, low battery alarm or battery out limit alarm noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had failed battery test alarm and blank display. The customer's blood glucose level was 344mg/dl. The customer treated the highs with drinking water and bolus. The customer declined to troubleshoot for the highs. The customer was calling back after receiving replacement battery cap, and the issues persist. The customer was advised the pump would be replaced and returned for analysis.